Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an unknown patient with an implantable neurostimulator (ins). The patient stated that their device stopped working. The patient hung up before additional information could be received. There were no patient symptoms reported and no complications reported.